Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, video analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficult infusion through the catheter was confirmed but the cause could not be determined. A video of a user attempting to flush an implanted 4fr s/l powerpicc solo catheter was returned for evaluation of this complaint. The patient¿s arm was held above their head with an approximate 45° angle in the shoulder. A 10ml luer lock syringe with clear liquid was attached to the luer adaptor of the catheter. Multiple attempts were made to infuse and aspirate through the catheter as the angle of the arm, in relation to the shoulder, was modified. At one point in the video, a small amount of blood was aspirated through the catheter into the syringe barrel. Successive attempts at aspiration appeared to be unsuccessful. It did not appear that the catheter could be infused through, regardless of the patient¿s arm position. The root cause of the difficult infusion and aspiration could not be determined from evaluation of the returned video. Functional testing, microscopic examination, and dimensional analysis could not be conducted without the physical sample. Possible contributing factors could include kinking or compression of the catheter or an occlusion (e.g., precipitate or usage residue) within the catheter. It is unknown if radiographic images were taken of the catheter, and if they were, if they showed any compression or kinking of the catheter. It was reported that the catheter later had a partial break in the implanted shaft. The split in the catheter was not evident in the returned video. However, the split in the catheter may have been caused by flushing against the occlusion or may have been caused by the same factors that caused the catheter to present resistance to flushing (e.g. Kinks in the shaft material or compression of the tubing). The IFU instructs, ¿if resistance is met when flushing, no further attempts should be made. Further flushing could result in catheter rupture with possible embolization. Refer to institution protocol for clearing occluded catheters.¿

Event description:
It was reported the catheter, even though it has not been handled, has obstructed regardless all maintenance rules have been followed. The pediatric patient has evolved with catheter rupture. In the arm initial position, the device works, there is blood return. When the arm is moved to a 45 degrees position, the device stops working. It's no longer possible to aspirate the blood or to inject the solution either. When performing again the arm movement, the device starts presenting resistance, but presents the blood return and solution injection. Once the arm is once again moved, the device stops working once again. Additional information: the catheter did not completely break inside the child, it did not embolize in the venous line and it partially broke. Two videos show the rupture of the catheter, however the cut happened internally. What draws my attention is that there were more than 09 cases in which the child was cut internally with the need to remove the catheter and insert a new catheter, these patients have already had a PICC catheter with silicone material (groshong) at other times without any complications.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq3660 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported the catheter, even though it has not been handled, has obstructed regardless all maintenance rules have been followed. The pediatric patient has evolved with catheter rupture. In the arm initial position, the device works, there is blood return. When the arm is moved to a 45 degrees position, the device stops working. It's no longer possible to aspirate the blood or to inject the solution either. When performing again the arm movement, the device starts presenting resistance, but presents the blood return and solution injection. Once the arm is once again moved, the device stops working once again.